Manufacturer narrative:
D4: the remainder of the UDI number is unknown because the lot number is not available. Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that a gallery plate was used during a laminoplasty. After creating the hinge side, the open side was created and the lamina was elevated. At that time, the ligamentum flavum was adherent, and the dura mater was elevated together with it. After insertion of the plate, fluid leakage was observed, which led to the recognition of a dural tear. The dura mater was subsequently sutured, and no further leakage was observed. The plate was reinserted to continue the procedure. In this case, the lamina was thin and was elevated, and the event occurred after the plate had been placed and the screw inserted. Dural perforation caused by the screw cannot be ruled out. There was no further reported patient impact.